Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tri-tome pc triple lumen sphincterotome. The user experienced difficulty cannulating the duct due to incorrect cutting wire orientation. The cutting wire reportedly exited the endoscope facing in a 3 to 4 o'clock position. The sphincterotome was removed from the endoscope and another device was used for the procedure. Several attempts were made in an attempt to collect additional information regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects or required additional medical procedure due to this event. The information that was able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(6) on behalf of a distributor in (B)(4). The distributor in (B)(4) involved in this report is listed. (B)(6). Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.